Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer experienced elevated blood glucose levels above 250 mg/dl; blood glucose level morning of call is 300 mg/dl. Caller alleges no insulin is delivered into the body; correction taken via pen. No adverse event reported. Requested return of the alleged device for evaluation.